Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that he tried replacing the battery on the insulin pump but it was not working at all. Caller stated sometimes it lights up and sometimes it will not light up at all. Caller stated that if he leaves the battery in it, it will alarm but he cannot see what the alarm is. Customer was eating dinner last night and tried to give some units through the pump but something was wrong. Customer was unable to see the screen and then later it came back. Customer was able to give some insulin and then last night the pump stopped working again when it was time to change the reservoir. Customer's blood glucose was 216 mg/dl at the time of the incident. Troubleshooting was performed and caller was advised to insert a new battery. Caller stated that the display did not return to normal. Caller stated that he had to replace the battery a few days prior. Caller was advised that the pump will need to be replaced and to revert to a back-up plan.